Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was not reported. The healthcare provider reported that the patient was getting the code 8286 on their ptm. The patient was getting the empty reservoir code on the ptm. Per the reporter the healthcare provider told him the pump was not empty. The reporter was on the way to the clinic. No patient symptoms reported.

Manufacturer narrative:
The initial MDR was filed as MFR report # 3007566237. Additional review indicated the correct manufacturing site is 3004209178. Review of the additional information received shows that there is no evidence to reasonably suggest that the device in this report malfunctioned. The pump reservoir was not empty. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information received reported that the ptm had not shown an empty reservoir code and there was not an empty reservoir. The patient had actually seen the "b" for bolus given and had mistaken it for an "8." The patient had never seen the empty reservoir code, and the ptm had not shown an empty reservoir code during this time. The physician had misread the ptm information. When the patient arrived the company representative read the information and it was all good. The representative had the patient put the ptm over the pump and press the button. The patient misinterpreted the letter b for the # 8 and then the patient gave the physician the wrong information. Nothing was wrong.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.